Manufacturer narrative:
(B)(4). Additional information was obtained: at this time, the sales rep has instructed the surgeon to tighten the circular device, wait 15 seconds, and then re-tighten. The physician has not had any difficulties with hemostasis since adjusting his technique. The rep stated that he did not believe a rapid response team call with ethicon engineering and medical would be necessary yet, but that he would update us should that change

Event description:
It was reported that following a colon resection procedure, there was more bleeding than expected from the staple line. The issue was noticed when the patient was out of recovery and on the floor. The surgeon did not need to transfuse the patient. He is unsure of how much blood was lost. Electrocautery device was used to stop the bleeding post op. There were no quality issues with the device during the procedure and the device was discarded. The patient is currently doing fine.